Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot: 0011693341; product type: 0195-heart valves product ID: l-evolutfx-2329; product lot: unknown; product type: 0195-heart valves product ID: non-medtronic inline sheath; product lot: unknown; product type: inline sheath product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, insertion was performed by placing the inline sheath from the right transfemoral approach. During the insertion of the wire into the left ventricle, complete heart block (chb) occurred. The valve was deployed using cusp-overlap technique (cot). The non-coronary cusp (ncc) side was about 4 millimeters¿ (mm) on the first expansion, so the valve was recaptured to resolve the chb. The ncc side was about 3 mm on the second expansion and was released. The ncc side became about 3 mm after final release in the patient¿s native annulus. Due to the patient's type 2 bicuspid valve, valve expansion was poor, and the mean gradient was 10 millimeters of mercury (mmhg) and mild paravalvular leak (pvl) was observed. It was noted that the patient¿s mean gradient prior to the implant of the valve was 50 mmhg. A post-implant balloon aortic valvuloplasty (bav) was performed. The procedure was completed, and the block did not improve. The patient was taken to the coronary care unit (ccu). Per the physician, the patient¿s severe aortic stenosis and bicuspid valve contributed to the elevated gradient. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that hyperattenuated leaflet thickening was observed via computed tomography after transcatheter aortic valve implantation. It was noted that an antiplatelet was changed to an anticoagulant and the patient was under follow up. Subsequently, three days post-implant, a thrombus was observed on the valve. Eight days later, the patient was reported to not recovered. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Additional codes: annex f annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.